Event description:
In (B)(6) 2011, pt had total knee replacement that subsequently became infected with e coli. After 6 weeks of IV antibiotics, a decision was made to remove the artificial knee and replace the knee with a spacer containing antibiotic containing cement. In late (B)(6) 2011, an antibiotic spacer was implanted with 3 and 1/2 bags of cement and each cement bag contained 4 g vancomycin and 4.8 g of tobramycin. Therefore 14 g vancomycin and 16.8 g tobramycin was incorporated into knee spacer. The pt experienced acute renal failure needing dialysis for several months. The initial antibiotic spacer was removed (B)(6) 2012 and replaced with a spacer containing antibiotic simplex p with tobramycin 8 g total. Pt renal function recovered after 4 to 5 months of hemodialysis and subsequently underwent successful total knee arthroplasty in (B)(6) 2012.